Event description:
It was reported that pacemaker mediated tachycardia events were seen on both remote and in-clinic evaluations. The patient was having retrograde conduction and the device was declaring pmts. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.